Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator positive end-expiratory pressure (peep) value was set at 5 but the actual value was 1 to 2. The device continued ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator without any reported harm.